Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported patient was revised due to suspected implant fracture. The inlay was found to not be fractured. The inlay was exchanged for a inlay of with a height of 17mm.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected; updated: h2; h3; h6. Reported event was unable to be confirmed. Medical records were not provided. However, based on the reported event, the revision surgery was performed as planned and confirmed that the articular surface was not fractured. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00598801212 64095192 stem extension straight 12.7 mm dia. X 30 mm length (combined length 75 mm). 00596801652 64148949 lps flex femoral component-option for cemented use only nitrogen hardened size f right. 00598004702 64217913 stemmed tibial component precoat size 6 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient has been indicated for revision due to implant fracture; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.